Manufacturer narrative:
Batch review performed on 13 july 2022: lot 1909435: 50 items manufactured and released on 03-dec-2019. Expiration date: 2024-11-18. No anomalies found related to the problem. To date, 43 items of the same lot have been sold without any similar reported event during the period of review. Additional device involved batch review performed on 13 july 2022: gmk-sphere 02.12.0024r femoral component sphere cemented size 4+ r (k140826) lot 2105307: 70 items manufactured and released on 23-june-2021. Expiration date: 2026-06-09. No anomalies found related to the problem. To date, 59 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At 9 months after the primary, the patient came in reporting instability due to laxity. The surgeon revised the 11mm poly with a 17mm poly and revised the femoral component. The surgery was completed successfully.